Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l4-5 using a cage and rhbmp-2/acs outside the cage. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient has never recovered from the surgery and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: severe central and subarticular spinal stenosis l4 and l5. Anterior and lateral listhesis/ spondylolisthesis relating to the instability. Bilateral sciatica. Preoperative right foot drop. For which, patient underwent following procedures: posterolateral fusion. Pedicle screw and rod instrumentation. Harvesting of local laminectomy bone for fusion. Three hours fluoroscopic monitoring. Patient had following post-op diagnoses: right l4 pars interarticularis fracture with a free floating inferior facets; severe scarring from multiple prior surgeries. Implants used: pedicle screw and rod construct, 6.5 x 45 mm screws l4 and 6.5 x 40 mm screws l5 with 40 mm rod and screw caps. Patient tolerated the procedure well without any intraoperative complications. On same day in stage I, patient underwent following procedures: decompressive partial laminectomy, l4 with partial facetectomy and foraminotomy, bilateral. Decompressive partial laminectomy with facetectomy and foraminotomy, l5, bilateral. Patient tolerated the procedure well without any intraoperative complications. On same day in stage ii, patient underwent following procedures: anterior interbody fusion, l4-5. Placement of intervertebral fusion device. Three hours fluoroscopic monitoring. Per op notes, the 18x55x10 mm implant was selected. A cut portion of formagraft was wrapped with an rhbmp-2 sponge and each chamber was therefore filled. Ap/ lateral x-rays showed excellent position of the implants. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.